Manufacturer narrative:
A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Parts-only order.

Event description:
Per biomed, the battery randomly shuts down.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed; the unit was charged to 100% and let drain until it shut off. The unit shut off at 95% and it took 13 minutes. Displaying battery health critical warning to user. The site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The root cause of the reported failure was identified of the unit¿s battery not functioning properly is due to use over time. H3 other text : evaluation findings are in section h.11.

Event description:
Per biomed, the battery randomly shuts down.